Manufacturer narrative:
(B)(4). This lot was manufactured may 24, 2014 to may 27, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional flow test was performed and revealed continuous flow at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. The device had been filled with cefoxitin. The reporter stated that the solution stopped flowing during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.